Event description:
Customer's wife reported her husband's insulin pump is showing no delivery. Customer has not worn the insulin pump in over two weeks. He is unable to troubleshoot the issue. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.